Event description:
A patient reported experiencing inaccurate low results with a one touch profile meter. The patient's blood glucose results were 141, 135, 68, and 135 mg/dl. Tests were done 10 minutes apart. No further information has been reported.